Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 761435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia ("started with left side but now right hip pain"), pain ("pain off and on everywhere else"), adenomyosis ("adenomyosis"), ovarian cyst ("cyst on my left ovary"), abdominal distension ("bloated") and asthenia ("no energy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain, adenomyosis, ovarian cyst and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, adenomyosis, arthralgia, asthenia, medical device removal, ovarian cyst, pain and weight increased to be related to essure. The reporter commented: insertion date (B)(6) 2020 and removal date (B)(6) 2019 insertion details: right side: 1 coil, left side-1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia ("started with left side but now right hip pain"), pain ("pain off and on everywhere else"), adenomyosis ("adenomyosis"), ovarian cyst ("cyst on my left ovary"), abdominal distension ("bloated") and asthenia ("no energy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain, adenomyosis, ovarian cyst and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, adenomyosis, arthralgia, asthenia, medical device removal, ovarian cyst, pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: arthralgia and pain, cyst on my left ovary, no energy, medical device removal, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received: adenomyosis event was added. New reporter was added. Fu 4, 5 and 6 processed together. On 23-mar-2020: social media received. Reporter's information added. Event: bloated, no energy, medical device removal, weight gain were added. Fu 4, 5 and 6 processed together. On 23-mar-2020: social media received. Reporter's information added. Event: cyst on my left ovary were added. Fu 4, 5 and 6 processed together. On 06-apr-2020: pfs received- reporter was added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no: 761435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia ("started with left side but now right hip pain"), pain ("pain off and on everywhere else"), adenomyosis ("adenomyosis"), ovarian cyst ("cyst on my left ovary"), abdominal distension ("bloated") and asthenia ("no energy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain, adenomyosis, ovarian cyst and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, adenomyosis, arthralgia, asthenia, medical device removal, ovarian cyst, pain and weight increased to be related to essure. The reporter commented: insertion date on (B)(6) 2020 and removal date on (B)(6) 2019. Insertion details: right side: 1 coil, left side-1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. Lot number added. Date of insertion, date of birth, reporter causality comment, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.